Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 700mg/dl. The customer was experiencing unexplained high glucose for several hours. It was stated that the customer had chest and arm pain at time of her admission. Troubleshooting was performed. Ran a fixed prime test twice and the test failed. During the call found that the customer inserts manually incorrectly. Advised the caller on proper insertion method. It was stated that the insulin alarmed no delivery while staying in intensive care unit. The infusion set was changed and the no delivery alarm continues. No further information was provided.